Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not retunred.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 405 mg/dl and it was addressed with a bolus. Reportedly, the customer believed the elevated bg level may have been stress related; however, this could not be confirmed. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the elevated bg level.